Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during use, cutting became unable to be done. Cutting was possible to be done in the beginning. Another device was used to complete the case.